Manufacturer narrative:
Brand name and model number were gathered via follow-up. Corrected data: the common device name listed on the initial report was incorrect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and device information.

Event description:
This report is in reference to a sweden patient. It was reported one of the patient's leads was explanted and replaced due to inadequate therapy.